Event description:
Additional information received indicates imaging confirmed the second lead did not migrate. Surgical intervention took place on (B)(6) 2024 wherein the migrated lead was repositioned. Stimulation was restored. No intervention was performed on the second lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00389. It was reported that both of the patient's leads have migrated. Surgical intervention may be pending to address the issue.